Event description:
The customer reported that he was hospitalized after being in an automobile accident. The customer did not know if the insulin pump was exposed to high magnetic fields or not. The customer stated that this blood glucose levels have been high for the past four weeks. The customer was uncomfortable with the insulin pump, and requested replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.